Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm intermittently occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer cleared the alarm and was able to resume insulin therapy with the same cartridge. There was no adverse impact to the customer's blood glucose level.